Manufacturer narrative:
(B)(4).the device sample has not been returned to the manufacturer for investigation at the time of this report.the manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: it was reported that the urinary catheter snapped when turning the patient. The balloon automatically deflated and the catheter was removed. The patient's condition was reported as unknown.

Manufacturer narrative:
Qn#(B)(4). Device history record (DHR) was reviewed and 100% leak test was conducted and no leak product was found. Based on the complainant statement the catheter was found broken when turning patient. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted and an investigation was based on document review. Based on the findings, all tested samples obtained from production met the minimum requirement of 7.sn. In the absence of the actual sample, we could not conduct further investigation to associate the nature of the failure with any manufacturing inadequacy. Therefore this complaint is not confirmed.

Event description:
Alleged event: it was reported that the urinary catheter snapped when turning the patient. The balloon automatically deflated and the catheter was removed. The patient's condition was reported as unknown.